Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No excessive "no delivery" error alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces or numbers scrolling up noted. Keypad connector was fully locked. Unit had stripped battery cap at coin slot area, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that battery cap was not able to be removed. Customer also reported that numbers continued to scroll on display screen when letting go of the act button, but there was no keypad anomaly. Customer also reported to have received a no delivery alarm but declined troubleshooting due to alarm being caused by kinked infusion set. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.